Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed after the indicator window turned black. Manual compression was applied for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. The button could not be depressed at all. The indicator window was solid black at that time, and no red color was observed during retraction. The device was used after a radiofrequency ablation procedure was performed. An unknown cordis 8f sheath introducer was used. A retrograde approach was used. The device was not attempted to be deployed outside of the patient. There were no visible signs of device or packaging damage prior to use. The operator was trained in the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). The femoral artery¿s suitability was verified by angiography, including appropriate insertion angle and vessel diameter =5 mm. No visible calcium, plaque, stents, or vessel stenosis >50% were observed at or near the puncture site. The site had not been closed with any device or manual compression within 30 days and showed no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found deployed. A non-cordis 8f catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white/red position was obtained as well. A high-magnification microscopic evaluation was executed to examine the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device received as the deployment lever was able to be fully depressed during functional analysis and the device deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed after the indicator window turned black. Manual compression was applied for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. The button could not be depressed at all. The indicator window was solid black at that time, and no red color was observed during retraction. The device was used after a radiofrequency ablation procedure was performed. An unknown cordis 8f sheath introducer was used. A retrograde approach was used. The device was not attempted to be deployed outside of the patient. There were no visible signs of device or packaging damage prior to use. The operator was trained in the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). The femoral artery¿s suitability was verified by angiography, including appropriate insertion angle and vessel diameter =5 mm. No visible calcium, plaque, stents, or vessel stenosis >50% were observed at or near the puncture site. The site had not been closed with any device or manual compression within 30 days and showed no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.